Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge fse evaluated the unit and reset all the internal lcd ribbons. Issue was resolved by replacing top lcd. Unit was ready for patient care. The failure analysis and testing department received the following part associated with this complaint: display top lcd. This part was received with a reported unit failure message of lcd screen flickering. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed display top lcd into the cardiosave test fixture and tested to the service manual. The fat dept. Verified the failure message of lcd screen flickering as soon as cardiosave test fixture turned on. Display top lcd failed testing. Retaining display top lcd in the fat dept. Per procedure.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) screen was flickering on and off. There was no patient involvement.